Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided by the clinical site.

Event description:
Boston scientific received information that this patient, implanted with this device on (B)(6) 2016, complained of operative site pain despite percocet every four hours. A post-implant chest x-ray identified a small amount of subcutaneous emphysema in the region of the device. Subcutaneous emphysema is a condition that occurs if air or gas is trapped in the subcutaneous layer of the skin. This clinical observation was thought to be related to the implant procedure. A repeat chest x-ray had no documented subcutaneous emphysema. The issue was considered resolved on (B)(6) 2017. Boston scientific received additional information that the patient was noted to have blunting of the left costophrenic angle which suggests a small pleural effusion. No pneumothorax was identified on post-procedure chest x-ray. No left pleural effusion noted on repeated chest x-ray on (B)(6) 2017. It was concluded that this observation was not related to the device or procedure. The outcome of the event was considered resolved on (B)(6) 2017.